Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she received a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿ message from her adc freestyle libre sensor, after 5-days of wear. She further reported that at the time, she ¿felt bad and was hypoglycemic¿ so a healthcare provider was called. Upon arrival, the hcp received a reading of 1.3 mmol/l (23 mg/dl) and injected with glucose (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2019 she received a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿ message from her adc freestyle libre sensor, after 5-days of wear. She further reported that at the time, she ¿felt bad and was hypoglycemic¿ so a healthcare provider was called. Upon arrival, the hcp received a reading of 1.3 mmol/l (23 mg/dl) and injected with glucose (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.